Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026 at approximately 4:00 pm, the patient checked her dexcom cgm, which displayed a value of 12 mmol/l. Believing her glucose level was stable, she lay down to rest. Shortly after, family members found her likely unconscious, with her eyes wide open, experiencing severe shaking, and only minimally responsive, where she later described as a ¿seizure-like episode.¿ because her daughter and nephew did not know how to perform a fingerstick test, no bg meter reading was obtained. Suspecting severe hypoglycemia, they administered baqsimi nasal glucagon as emergency treatment. After receiving baqsimi, the patient¿s eyes closed, and she appeared to return to normal sleep, so the family allowed her to rest. At approximately 2:00 am, the patient briefly regained consciousness, feeling cold (something she believed to be another symptom of hypoglycemia) but she returned to sleep shortly afterward. By 9:00 am, she fully woke and checked her glucose level, which measured 3.2 mmol/l, confirming prolonged severe hypoglycemia. At that point, she noticed that the dexcom display indicated ¿new sensor,¿ showing that the sensor had failed at some point after she lost consciousness. The patient immediately consumed sugar and food to stabilize her glucose. At the time of the report, the patient stated that she was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.